Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device is not working properly: the light saturates and everything turns white or even black inside the cavity, making it impossible to perform an examination". No negative impact in state of health reported.

Manufacturer narrative:
The initial report for this event was over reported and has already been reported under case (B)(4) MDR 26-188. Therefore, there will be no supplemental reports for 26-210 going forward. Please see MDR 26-188 for future information regarding the evaluation of the product related to this event. The event is filed under internal karl storz complaint ID: (B)(4).